Manufacturer narrative:
Exact part number could not be identified. Part number is unknown.

Event description:
The (B)(4) complaint handling unit reported that the self-drilling screw broke. The surgeon plated a bsso, which is a bilateral sagittal split osteotomy using the curved sagittal split plate as well as self-drilling screws. Since he was not happy with the position of the plate he had to remove the screws. While unscrewing the screws one of them broke off. The location was relatively anterior, so he used the normal straight screwdriver, not the angulated one which is also part of the set. The screw head was lost in the o.r.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.